Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt controller will not charge/turn on even when connected to wall outlet. Caller states she sees wall outlet light on. (B)(6). Caller mentioned case (B)(4) where pt had an rtm replaced but they never returned it, caller will return rtm with this controller. Caller notes pt is 'going to be in pain until she gets (controller)'. Caller called back asking to make an appointment with rep to set up pt's new controller when it comes. Pss reviewed there will be instructions in the box and pt's settings are stored in the ins, so they would already be on the controller once controller was paired to ins. Caller said they did not need to reach out to a rep anymore and could help pt pair controller themselves. Caller reports she has been charging the replacement controller for several hours and when she unplugged the wall outlet, the controller is blank caller reports she have already shipped the old controller with the battery pack in it and mail has been picked up. Caller is mad and requested to speak to a manager. Reviewed this is after hour, reviewed she could call nas and have a local rep page or patient's hcp. Caller was mad and hung up the phone.the battery pack was reported lost but then it was later determined that the patient returned the battery pack along with their controller. The patient was sent out a replacement battery pack. Additional information was received. It was reported that the steps taken to resolve the replacement controller's blank screen were long term charge, calling the help number, and holding the unlock button. The patient noted they got a new controller and it resolved the problem.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 controller (ptm) (s/n#:(B)(6)) revealed broken buttons. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.